Event description:
It was reported that postoperatively the right ventricular (rv) lead had dislodged, pacing could not be performed so reoperation was determined. It was further reported that the rv lead had retracted and had advanced further into the body. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.